Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was broken of the insulin pump. The customer¿s blood glucose was unknown. Customer stated that cannula was still in the body. Customer stated that the sensor signal was not found. The insulin pump will not be returned for analysis.